Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 406 mg/dl at time of incident and treated with insulin pump. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated that they run a self-test and displacement test and tests result were passed. Customer stated that the basal rates were program accurately. Customer stated that the insulin pump had received a few no delivery alerts. Customer was reporting a past event. Customer stated that the alarm did not occur during manual prime. Customer stated that the event was resolved by changing complete set. The devices will not be returned for analysis.